Event description:
Patient was brought from the ER to the CT exam room; the patient already had a saline lock/IV in place from the ER. The saline lock was tested and flushed with saline prior to connecting the CT IV contrast tubing to the saline lock. While initially injecting IV contrast for a abdominal/pelvic CT, the saline lock tubing "popped" and split open, spraying contrast. The injection was immediately stopped. The saline lock tubing was clamped shut proximal to the hole in the saline lock tubing (the tube was clamped between the angio catheter in the patient's vein and the hole in the saline lock tubing). The patient was not harmed. The ER nurse was called. The ER nurse removed the damaged saline lock tubing and salvaged the IV site. CT contrast was re-drawn up. The examination was restarted.====================== manufacturer response for IV tubing extension, 7.25 macrobore extension set======================no response.